Event description:
A report was received that the patient was hospitalized due to a suspected infection. The patient had pain, redness, swelling, fever and chills but no drainage at the incision sites. The patient underwent an explant procedure. The physician believed that there was no infection. No antibiotics were prescribed. The patient was sent to an allergy specialist to assess allergy for titanium.

Manufacturer narrative:
(B)(4). Additional information was received that the patient has an allergy with titanium. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was hospitalized due to a suspected infection. The patient had pain, redness, swelling, fever and chills but no drainage at the incision sites. The patient underwent an explant procedure. The physician believed that there was no infection. No antibiotics were prescribed. The patient was sent to an allergy specialist to assess allergy for titanium.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead 70 cm; model #: sc-4316, lot #: 15526998, description: clik anchor.